Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative installed an overvoltage alarm jumper. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would produce an alarm when plugged in. No patient injury was reported.